Event description:
Patient's wife said that she believes her husband passed away due to failure of the device. She refused to be transferered to pats and just wants to respond to ltfu letter received. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).